Manufacturer narrative:
On october 02, 2025, misonix® llc., a bioventus® co., received a report of an event involving a nexus® sonastar® aspiration tip 1.9mm standard short, + irrigation & aspiration tubing kit (part number 130-35-1419, lot number 233189) during a liver resection procedure on (B)(6) 2025. Specifically, the reporter indicated that "a batch of tubes was received with manufacturing defects. Both tubes exhibited leakage at the connection point with the infusion bottle, resulting in dripping during use." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia which caused the procedure to be prolonged. There were no adverse consequences to the patient due to the delay. The device history record was reviewed nexus® sonastar® aspiration tip 1.9mm standard short, + irrigation & aspiration tubing kit (part number 130-35-1419, lot number 233189) in use at the time of the event. Prior to release for commerce, the tubing sets are sampled in accordance with a statistical sampling plan, visually inspected, and pressure tested in accordance with approved procedures and specifications. The subject lot conformed to specifications prior to release to commerce. A review of all available post market surveillance data for the nexus® system has not shown adverse trends related to this or similar events. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio. The instructions for use manual (100-10-1000, revision l) for the nexus® ultrasonic surgical aspiration system contains the following warning and cautions: warning the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Caution the nexus® system should be fully tested and inspected prior to each procedure. The console, footswitch, handpieces, all cables and accessories should be examined for proper appearance and condition. It has not yet been specified if the disposable kit used at the time of the event will be returned for evaluation. A follow-up report will be submitted once the investigation is completed.

Event description:
On october 02, 2025, misonix® llc., a bioventus® co., received a report of an event involving a nexus® sonastar® aspiration tip 1.9mm standard short, + irrigation & aspiration tubing kit (part number 130-35-1419, lot number 233189) during a liver resection procedure on january 14, 2025. Specifically, the reporter indicated that "a batch of tubes was received with manufacturing defects. Both tubes exhibited leakage at the connection point with the infusion bottle, resulting in dripping during use." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia which caused the procedure to be prolonged. There were no adverse consequences to the patient due to the delay.